Event description:
Additional information received from the healthcare provider (hcp) reported that there was a lead issue. The patient's percutaneous leads were replaced with some type of paddle. It was noted that the caller was an MRI technician and had no additional information about the reason for replacement of components. It is unknown what exactly the lead/extension/adaptor issue was. It is unknown if the patient recovered completely from the revision surgery. No further information was provided regarding the outcome of this event.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative reported that the patient originally was implanted with percutaneous leads but they had trouble placing them in the desired location. The stimulation coverage was never good for the patient since implant. It was reported that the entire system was going to be replaced and surgical leads were going to be used. Since implant, the patient has had difficulty keeping their implantable neurostimulator (ins) charged just due to mechanics of charging so they were replacing the ins with a primary cell ins. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome and spinal pain. It was reported that the implant has only been 25% effective for the patient's pain, and has been reprogrammed several times. The caller inquired about having a manufacturer's representative present at the next doctors appointment. The appointment is scheduled for (B)(6). The clinician state that the therapy improved since the revision surgery and replacement that was on (B)(6) 2016. The patient was reprogrammed since than, had impedance checks, and x-rays were taken that have all aided in the bettering of the conditions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.